Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional triscupid regurgitation (tr) with a grade of 4. One clip was implanted, reducing the tr to 2. Three weeks later, a control echocardiogram was performed, which found that the most lateral clip detached from the septal leaflet and remained attached to the anterior leaflet (slda) increasing mr to 4. On (B)(6) 2018, an additional clip was implanted to stabilize the 1st clip, reducing tr to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined in this incident. The reported recurrent tricuspid regurgitation (tr) appears to be due to slda. It should be noted that, per the intended use section of the mitraclip system instructions for use (IFU) states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. In this case, the device was used for a tricuspid valve procedure; however, the off-label use did not likely contribute to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.